Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a patient presented with signal artifact on the patient's right ventricular (rv) lead. The rv lead was capped and replaced on (B)(6) 2022. The patient was in unknown condition.